Manufacturer narrative:
H6; dislodged anvil based upon info received and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument.

Event description:
It was reported the tsb35 was used during a low anterior resection. It was reported the device was used to transect the rectum in a very low tumor deep in the pelvis. On the fifth firing, the device was closed on a substantial amount of tissue and a snap was heard. The device would not fire. The device was removed and a new one was opened to complete the case. There was no consequence to the pt.